Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The homechoice device received a returned instrument testing evaluation functional and electrical testing. And an internal/external visual inspection. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The cause of the reported problem was determined to be a pneumatic system fluid ingress. The device was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.